Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a bil. Inguinal hernia repair with mesh. He had revision surgery 5 years and 9 months post-surgery. The patient experienced recurrent right inguinal hernia due to failure of the right mesh implant, open repair/revision, and pain.

Manufacturer narrative:
Concomitant product ¿ tem1515g(lot3:slf00394);unk protack(lot#: unknown), profix. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a bilateral inguinal hernia. The patient experienced recurrent right inguinal hernia due to failure of the right mesh implant and pain. Post-operative patient treatment included revision surgery and open repair of hernia with ethicon mesh. Device was used with profix mesh.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a bilateral inguinal hernia. The patient experienced discomfort, defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, and recurrent right inguinal hernia due to failure of the right mesh implant. Post-operative patient treatment included medication, revision surgery and open repair of hernia with ethicon mesh. Concomitant device: profix mesh.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a bilateral inguinal hernia. The patient experienced defective mesh, mental pain, physical pain, suffering, disability, impairment, loss of enjoyment of life, and recurrent right inguinal hernia due to failure of the right mesh implant. Post-operative patient treatment included revision surgery and open repair of hernia with ethicon mesh.